Event description:
An unspecified error was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced shaking, blurry vision, and seizure and was unable to self-treat, requiring third-party administration of 5 units of quick acting insulin was injected, hualog, for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted